Event description:
The physician encountered resistance while attempting to maneuver the stent system through the moderately tortuous vasculature. The stent (subject device) prematurely deployed in the anterior cerebral artery (aca) proximal to the intended location. The pt's condition was reported to be "ok".